Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a liquid leak from their impella cp's pressure reservoir was found. Although the leak was confirmed by the doctor, there was no alarm and no change in activated clotting time (act) etc. The pump continued to be in use. On the morning of june 22, there was no visible liquid leak, but when the absorbent mat had been pulled, there was a water absorbent mark. No liquid leaks were found on the other lines. No patient harm has been reported.